Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was very confused and did not know how to operate the purewick urine collection system. Also stated that they had lot of leakage by using purewick female external catheter. Representative advised the patient to watch the video to get a better understanding. Per customer via phone on (B)(6) 2021, it was stated that the customer did not use the system for last two months and tried only using about times. Also, continued the suction issue and cannot get it work and it drew 1 by 3rd cup urine to the canister. The customer believed the ability of collection the urine was depending on the force of the urine entered to the wick.

Manufacturer narrative:
The reported event was confirmed to be use-related. A bd purewick urine collection system (pw100), pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. Canister has no cracks nor residue. There is residue in the collector tubing. Float valve opened and closed correctly. When connected to the external power cord, there was light and sound on the device. While connected to the external power cord, the device passed with a value of 2.279 slpm. While connected to the external power cord and assembled to the returned components, the system was powered on and ran for 30 seconds. The device passed by showing a 500g increase in 16.23 seconds. A potential cause of failure is "user does not follow instructions." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required. 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter." The actual/suspected device was inspected.

Event description:
It was reported that the patient was very confused and did not know how to operate the purewick urine collection system. Also stated that they had lot of leakage by using purewick female external catheter. Representative advised the patient to watch the video to get a better understanding. Per customer via phone on 16nov2021, it was stated that the customer did not use the system for last two months and tried only using about times. Also, continued the suction issue and cannot get it work and it drew 1 by 3rd cup urine to the canister. The customer believed the ability of collection the urine was depending on the force of the urine entered to the wick. Per additional information received via sample form on 29dec2021, stated that the patient took instructions to bed followed and urine poured out on the towel and provided one time about 1/3 cup urine went into canister. Sales representative tested the device at kitchen sink and noted that only when faucet turned high, water went into tube but when turned water pressure down only small amount or no water would go into tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed..

Event description:
It was reported that the patient was very confused and did not know how to operate the purewick urine collection system. Also stated that they had lot of leakage by using purewick female external catheter. Representative advised the patient to watch the video to get a better understanding. Per customer via phone on 16nov2021, it was stated that the customer did not use the system for last two months and tried only using about times. Also, continued the suction issue and cannot get it work and it drew 1 by 3rd cup urine to the canister. The customer believed the ability of collection the urine was depending on the force of the urine entered to the wick. Per additional information received via sample form on 29dec2021, stated that the patient took instructions to bed followed and urine poured out on the towel and provided one time about 1/3 cup urine went into canister. Sales representative tested the device at kitchen sink and noted that only when faucet turned high, water went into tube but when turned water pressure down only small amount or no water would go into tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was very confused and did not know how to operate the purewick urine collection system. Also stated that they had lot of leakage by using purewick female external catheter. Representative advised the patient to watch the video to get a better understanding.